Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed needle detached from the syringe while giving a flu shot in a patient's arm. The reporter indicated that no adverse health outcomes occurred in result of the event.

Manufacturer narrative:
Ninety-four unopened packages were returned for investigation. The returned samples consisted of seventy samples from lot 3026044 and twenty-four samples were from lot 2846898. The samples were received inside a non-smiths medical carton. Visual inspection, of the returned device, did not reveal any visible defects or anomalies. During functional testing, the returned devices were removed from their packages and were assembled to the mating luer of the syringe. All samples remained assembled upon opening each package. Once the samples were assembled, the needle cover was removed and the needle was inserted within an isoprene injection site. The plunger of the syringe was advanced and then the assembly was drawn back. The samples were examined for signs of disconnect between the needle and the needle-pro device or the needle-prod device and the syringe luer. No issues were observed and all samples remained assembled as intended. (B)(4).